Event description:
It was reported that after the ablation procedure, catheter removal difficulties occurred. The physician completed ablation of the cavo tricuspid isthmus (cti) line using the afocus iii catheter. When the physician attempted to remove the afocus ii catheter through the sl-1 sheath, the shaft of the afocus catheter became entangled in the catheter loop and could not be removed through the sheath. The physician removed the afocus and sjm sheath together as a unit to complete the procedure.

Manufacturer narrative:
(B)(4). One inquiry steerable 7f catheter was received for evaluation. Visual inspection revealed a kink and a press mark approximately 2.0 cm and 5.3 cm respectively from the catheter loop plane. Functional testing revealed the catheter created a curve; however, the curve did not match the required template due to the noted kink. The catheter did not return to a normal non-deflective state. The catheter was dissected at the kinked area revealing that the activation and flat wires were bent. The catheter was also dissected at the location of the noted press marks which revealed the inner components were intact. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause of the reported catheter removal difficulties is consistent with operational context as device performance was limited due to anatomical/procedural factors.